Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable connector on the end of the cord would not securely attach to the hemopro 2 adapter cable. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. No defects were observed. A mechanical evaluation was conducted. The device was evaluated for connector function with reference hemopro 2 per instructions for use (IFU). The arrows were lined up on the hemopro 2 and the extention cable; the device connected without incident. The device was disconnected by pulling back on the extension cable at the connector collar; the device disconnected without difficulty. Both connection ends were evaluated 5 times. We were unable to reproduce the reported failure. Based on the returned condition of the device and the results of the investigation the reported failure mode ¿connection issue¿ was unable to be confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable connector on the end of the cord would not securely attach to the hemopro 2 adapter cable. A replacement device was used to complete the procedure. No patient involvement.